Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the reader said, "lead not connected" and they reset it and it was ok, the issue resolved. They confirmed nothing came out of their body and they didn't have the trial anymore but were getting the permanent implant next month.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. Their trial started on (B)(6) 2025. It was reported that they couldn't feel stimulation. The patient said the leads accidently fell off and an app error was showing "connect external device." The issue was ongoing.

Manufacturer narrative:
Continuation of d10: product ID: 306001, lot# unknown, product type: screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.